Manufacturer narrative:
(B)(4). The reported event is confirmed. The stem packaging was returned and evaluation of returned part packaging determined that, the distal end of the stem punctured the inner cavity and outer cavity exhibits a stress mark from the product. Device history record (DHR) was reviewed and no discrepancies were found. As the reported issue is related to packaging, implant compatability is not applicable. The root cause of the reported issue attributed to be transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received and the investigation is in progress. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It is reported that the implant was pushed through the inner most sterile package. The stem was sticking through the plastic side wall creating a hole. This could not be discovered until the implant had been opened. A different size stem was utilized to complete the surgery with a satisfactory outcome according to the surgeon. No adverse events were reported as a result of the malefaction.